Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). During the incoming inspection, sorc found not only the malfunction of the control board but burn-in due to lcd panel failure and damage in the frame plate of the subject device. Five years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was caused by the malfunction of the control board due to aging deterioration.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device sometimes could not be activated when the image, the olympus logo was not appeared on the subject device. When the image, the olympus logo was appeared on the subject device, the subject device could be activated. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device. It was found that the image on the subject device was sometimes not displayed which might be occurred due to the printed circuit board failure. There was no report of patient injury associated with this event.